Manufacturer narrative:
Citation: andy c. Kiser. Suprasternal transcatheter aortic valve replacement in patients with marginal femoral access. Innovations ( phila). 2018 jan/feb;13(1):1-4. Doi: 10.1097/imi.0000000000000462. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding suprasternal transcatheter aortic valve replacement in patients with marginal femoral access. All data were collected from multiple centers. The study population included 30 patients with mean age 80 years, 2 patients were implanted with medtronic corevalve and 10 patients were implanted with medtronic evolut r. The serial numbers were not provided. Among all patients adverse events included: conduction disturbances and permanent pacemaker implantation. Based on the available information, these adverse events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.